Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device is in good condition; no physical damage was found on the pump. Event history log (ehl) reported: high alarm displayed: cassette not attached properly. Performed functional check. Customer problem confirmed. There is a high alarm displayed: cassette not attached properly. However, the root cause could not be determined. The downstream occlusion (dso) sensor needs to be replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device did not recognize the cassette and that the sensor was defective. There was no patient involvement, and no patient harm/adverse event reported.